Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. Device analysis is not possible as it is still implanted. Sterilization certificate of the implant is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Moreover, the IFU packaged at this time lists "infection" as a possible risk factor when a surgery occurs. Also, this IFU states the following: "before sterile implants are removed from their packaging, the protective wrapping must be examined for possible damage as this could jeopardize their sterility. If an expiration date for sterility of the product is indicated, this must be observed. If the packaging is damaged or the sterility expiration date has been reached, the implants must be returned to the manufacturer." Possible causes for the reported event according to dfmea: nonsterile product - due to sterile barrier is not sufficient within the sterility guarantee. Incorrect sterilization method leads to non sterile head implant - due to incorrect sterilization method . Non sterile product due to improper handling during surgery - due to wrong handling of device due to wrong information. Unsterile product, damaged product - due to inadequate packaging (eg. Temperature, vibration, impact during transport or storage). Transmission of infectious agents or mechanical failure - due to reuse of the device which is only intended for single use comparison to investigation results whether it is possible and justification: not possible - the sterile barrier is validated according to the packaging specification. Not possible - the sterilization method is validated according to the sterilization specification. Possible - the handling of the device is out of zimmer biomet control. Not possible - the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Possible - it is not known whether it was used before or not . Manufacturing quality record of the biolox delta head shows that released components met all the requirements to perform as intended. The device has not been revised so the exact condition is unknown. No documents confirming an infection were received. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards. Therefore, it is not suspected that the product caused or contributed to any patient infection. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the surgeon is suspicious of infection. All implants are still in the patient; no removal has been done.